Event description:
The user facility reported that during a pacemaker insertion procedure, a plastic accessory component was inadvertently lost into the surgical incision. The following details were provided: the physician performed a cut-down of the cephalic vein and then used the plastic inserter from the guidewire holder to feed the guidewire into the cephalic vein; the physician stated that the vein was large and "sucked" the inserter down-stream into the pt's vasculature; attempts to locate the inserter by CT were successful; the initial procedure was completed; and the pt experienced no acute reaction and their condition was reported to remain stable throughout the procedure and thereafter, as well.

Manufacturer narrative:
Based on the user facility info, non-resorbable material was left unretrieved in the pt's body (although the location is unk). Involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of info provided by the user facility. There is no evidence that this event was related to a device defect or malfunction. The physician had no complaint about the product. The inserter is a funnel-shaped plastic accessory that is assembled by slip-fit to the end of the coiled holder for packaging and shipping. The inserter is intended to be detached from the holder, so that it can be used to assist with feeding the distal tip of the guidewire into the hub of an introducer needle or sheath. Neither the holder nor the inserter is intended to have direct contact with the pt's body. The potential for this type of user error is not addressed in the device labeling. All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.